Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® flashback blood collection needle, blood leaked from the non-patient end of the device. The patient had some of their own blood get on them. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Investigation summary: material #: 301746; lot/batch #: 4078212. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® flashback blood collection needle, blood leaked from the non-patient end of the device. The patient had some of their own blood get on them. There was no report of adverse impact to patients or users.